Event description:
Following placement of a 400 micron laser fiber within a digital ureteroscope, stone fragmentation with the holmium laser was initiated. Power coming from the laser appeared to be low and it eventually malfunctioned and shutdown. Multiple troubleshooting tactics were attempted, including changing outlets, changing laser fibers, changing settings and changing the foot pedal. When none of these helped and a re-start was unsuccessful, a call to the laser customer service rep was made and the error message was relayed. The rep confirmed that the laser would no longer be useable and would need to be sent for service. The access sheath was removed and no further attempt was made to fragment the stone. Stent placement continued as planned.